Event description:
It was reported that the customer experienced an out of range issue resulting in inconsistent insulin delivery, causing rapid fluctuations of blood sugar (bg) levels. A specific bg value was not provided. Reportedly, the bg issue resulted in an eye hemorrhage and loss of vision in one eye. The reported issue could not be confirmed. The customer reverted to an alternate method of insulin therapy.